Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was most likely patient movement. The impella was pulled into the aorta as per the clinical description provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient the pulled the pump out into the aorta. The patient was taken to the or to re-advance across valve. Impella was repositioned and the patient was sent back in cvicu. No lasting harm from the malposition.